Event description:
It was reported that during a port placement procedure, the connection part of the port and the catheter allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport ti implantable port, one cath-lock loaded to a catheter, one introducer needle, one cath-lock, one 6.5fr peel-apart sheath and vessel dilator, one vein pick, one syringe, one right-angle non-coring needle, one straight-angle non-coring needle, one flushing connector, one j-tip guidewire loaded in a guidewire hoop, one tunneler and one safety infusion set were returned for evaluation. Gross visual and functional evaluations were performed on the returned device. The investigation is unconfirmed for the reported cath lock fracture issue as no fractures were noted on the cathlock. Furthermore, an attempt to load the both cath-lock to the catheter and the port was attempted. The cath-lock locked into place without issue and no leaks were noted upon infusion. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 08/2023).

Event description:
It was reported that during a port placement procedure, the connection part of the port and the catheter allegedly fractured. The procedure was completed using another device. There was no reported patient injury.